Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer via email on 01dec2020, stated that on (B)(6) 2020, consumer experienced ulcer with accompanied symptoms redness and pain. On (B)(6) 2020, patient was consulted to ophthalmologist and she was treated with unspecified eye drops for 15 days. Symptoms were improving. Additional information has been requested but not yet available.